Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The patient anatomy does not meet the sizing algorithm per indications for use; off-label.

Event description:
Patient presented with a reserve funnel neck measuring 22-24-28mm, over 30.5mm length. Access and deployment of a 28-16-120bl bifurcated device and a 34-34-80le infrarenal proximal extension were uneventful. The proximal end of the extension landed right at the lowest renal, however, the proximal end would not fully expand due to the size of the reverse funnel. The area was post dilated with a balloon, however, there was still a leak. A palmaz stent was used, and deployed too low, so a second palmaz was deployed with good seal.